Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No damage was seen to the bottom housing or environmental seal that would prevent the needle from deploying as intended. A root cause for the reported dislodged cannula could not be determined. After investigation of the needle mechanism, no issues were found that would result in the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 316 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition when removed from the infusion site (leg), the pod's cannula was found to be dislodged. In as treatment, the patient drank water. The patient's blood glucose and insulin history are as follows: (B)(6).